Event description:
The unit was being improperly transported in a vehicle. The user was on the unit, another violation of the proper transporting your vehicle instructions in the owner's manual. A sudden stop caused the unit to move and the customer to slip out of the seat.